Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in canada. This emdr is being submitted for unknown number of quantities it was reported that patient faced when supplies were delivered on (b)6) 2026, the box's corner was slightly broken and it made one of the cannula boxes to pop open. No further information available.